Manufacturer narrative:
2/12/1999- supplemental report sent to FDA.

Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.